Event description:
Broken clip on the back support of a model 6550 rollator. This event could cause possible product instability and the potential for not permitting the rollator to maintain its intended weight-bearing status.